Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the left main to proximal left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.75x12 nc trek rx dilatation catheter was advanced without resistance and inflated at 18 atmospheres; however, on the second inflation at 18 atmospheres the balloon ruptured. The 2.75x12 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a 3.0x12 nc trek dilatation catheter was advanced for further dilatation and a non-abbott stent was implanted. Post dilatation of the non-abbott stent was performed with the 3.0x12 nc trek dilatation catheter to successfully complete the procedure. Reportedly, the physician commented that the balloon rupture occurred due to the anatomy. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: sion, runthroughef; guide catheter: heartrail 6f sl4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.